Event description:
A customer contacted baxter's technical service center regarding a system error 2240, (indicating air) which occurred on the homechoice (hc) during dwell 5/6. The home patient (hp) was connected at the time of the alarm. The baxter technical service representative (tsr) had the hp cycle power. The hp had already disconnected after the alarm. The tsr had the hp check the lines and bags and there was no leak. The tsr instructed the hp to notify the nurse in the morning. The therapy was ended. The cause of the alarm was undetermined. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.